Event description:
During a rotator cuff repair, while the surgeon attempted to place a 4.5mm footprint ultra peek suture anchor into an awl prepared hole, the eyelet of the footprint anchor snapped. The broken pieces were completely retrieved with graspers. The surgeon continued the procedure by forming a new hole using a self-tapping head anchor (manufacturer unknown) . There were no reports of patient injuries or complications. The patient¿s bone condition was reported as good.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: one footprint ultra pk suture anchor, 4.5 was returned for evaluation of the reported complaint mode, ¿eyelet of the footprint anchor snapped as the device was entering the awl-shaped hole¿. The insertion device, and an anchor in two pieces, was received. The complaint mode was confirmed visually. The patient¿s bone quality was reported as good, equal to general use in the IFU. However the distal tip breakage that the anchor presented with may indicate that the bone quality was harder than expected or off axis insertion was applied. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. The instructions for use (IFU) 10600584 states: ¿the use of approved smith & nephew surgical instrumentation is strongly recommended to prepare the insertion site and maintain axial alignment between the insertion site and the footprint ultra pk suture anchor. When a larger hole is required as in cases of hard bone, reusable drills specific to the suture anchor are sold separately.¿ (B)(4).